Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's device was not explanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to pain. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral ear.